Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 8bv2g35, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests. Additionally, a device history record for the suspected contour next one meter was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer called ascensia customer service to seek help with control testing as he received high reading with control solution. During the call, the customer ran control test and obtained a reading of 225 mg/dl, while using the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.